Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms after no delivery alarm. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.